Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver broke during final tightening. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned driver was evaluated. Visual inspection revealed that the tip of the device is fractured. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. The cause was attributed to the device's design. Changes were previously implemented to improve the design. This lot was manufactured before these changes occurred.

Event description:
It was reported that the tip of a final driver broke during final tightening. An alternative driver was used to complete the procedure without reported patient impacts.